Event description:
It was reported that the percunav functions of the epiq 7g ultrasound system were not available for an ablation procedure. The tracker was not matching the transducer. The procedure was completed without the system¿s percunav features. There was no user or patient harm. The service engineer reported the reported issue was unable to be duplicated. The system passed diagnostic testing. The service engineer reset the patient data on the hard drive. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The reported problem could not be reproduced with the information able to be obtained. The system has returned to service with no similar issues reported.